Manufacturer narrative:
(B)(4). The following information was not included in the follow-up MDR 001. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) had the home patient (hp) check the lines and bags and found that the clamp was open on the unused line. The hp was to notify the peritoneal dialysis registered nurse (pd rn) of the missed therapy. The error was cleared and the therapy was ended. There was patient involvement, but no serious injury or medical intervention was reported. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 the reported problem. The pd rn was not aware of the problem. The pd rn would follow up with the home patient (hp) regarding the alarm and re-training them on proper therapy protocol. Per the pd rn, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.